Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The reported implant was not identified or returned for inspection. DHR review, sterilization record review and complaint history review could not be performed as the lot number associated with the product was not available. A complaint history review could not be performed without relevant item and lot information. Therefore, based on the evaluation, device malfunction did not occur following inspection and the reported event is non verifiable as the subject implant was not returned for evaluation. No root cause can be determined. The following sections have been updated: date of this report. Date received by manufacturer. Checked "follow-up." Checked follow-up type. Entered evaluation codes.

Manufacturer narrative:
(B)(4). PMA/510(k) number: not provided. Device was not returned

Event description:
It was reported that a driver could not release from an unknown biomet implant. Procedure was completed and implant remains implanted.